Event description:
On 8/26/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 9/4/24 a beta bionics customer care agent followed up with the user's mother about the event. On (B)(6) 2024, the user was admitted to the hospital due to severely elevated bg levels, reaching 700 mg/dl, and was diagnosed with diabetic dka. The user's mother noted that the user typically runs around 250 mg/dl, with an a1c between 12 and 14. The user had been without proper supplies for a period, as a dexcom sensor fell off while they were at a waterpark, and there were concerns that the infusion set cannula may have been bent prior to their hospital admission. During hospitalization, the user received an insulin drip, long-acting insulin, and potassium drip, and was released on (B)(6) 2024. After waiting 24 hours post-admission to ensure all long-lasting insulin was cleared, the user resumed using the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. Insulin dosing was suspended for much of the day prior to the event when the cartridge ran out of insulin and was not replaced. Insulin dosing was stopped repeatedly on the day of the event due to occlusion alerts, the user manually pausing insulin delivery, and when the device lost power. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failure of the user to maintain the device to allow for consistent insulin delivery by not replacing the insulin cartridge, as well as by the user's failure to follow the ketone action plan in response to prolonged hyperglycemia.